Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This device remains in-service at this time. No adverse patient effects were reported. Additional information received indicates that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and a new device of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This device remains in-service at this time. No adverse patient effects were reported.